Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no calibration of the programmer was possible. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the programmer was unable to calibrate. It was also found that there was minor damage to the keyboard. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.